Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that every time she attempts to bolus the pump erases her settings. The patient's blood glucose at the time of incident was 68 mg/dl. The customer was advised to discontinue use of the pump and revert to her medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.